Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 4.1 and 4.2 were showing error not detected on the bus. The customer confirmed that there was hardware error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1: initial reporter facility name -(B)(6) a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. The field service engineer (fse) noted that the customer had reported that auxiliary drawer 4.1 and 4.2 were still randomly failing. The previous complaint indicated that auxiliaries 4.1 and 4.2 were not detected on bus. Upon arrival, the fse found that auxiliary drawers 4.1 and 4.2 were functioning normally. Further inspection revealed loose pyxibus cable connections on the back of the main cabinet and the tower cabinet. The fse reseated and secured all connections on the back of all cabinets. The fse then tested the drawer and all cubie pockets using the hardware test application. All tests passed with no issues. The system functioned after the field service engineer repaired the device.